Event description:
Cath was placed on 10/9/94 in a resuscitation crisis for fluid placement, blood withdrawal for lab and infusion of critical drugs. Cath found broken in bedside with blood coming out of site. Nothing was being done with the cath or patient at that time. Patient needed epi and dopamine meds and cryroprecipitate, packed cells and platelets.